Event description:
Patient representative reported patient underwent ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ "post-operative complications including infection", ¿aggravation of underlying conditions including but not limited to anxiety,¿ ¿tissue damage,¿ ¿pain,¿ ¿swelling¿ and ¿rashes.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿other physical and emotional manifestations that are severe and ongoing¿ ¿disfigurement,¿ ¿aggravation of underlying conditions including but not limited to gerd¿ ¿chronic insomnia,¿ ¿panic disorder,¿ ¿weight loss and gain, irritable bowel, chronic gi upset/reflux, diarrhea on an ongoing basis,¿ ¿post-operative complications including infection,¿ ¿aggravation of underlying conditions including but not limited to depression,¿ ¿vomiting on an ongoing basis¿ and ¿nausea on an ongoing basis;¿ these events are not related to the device. Device was explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿post-operative complications including infection¿.